Event description:
It was reported that during a stenting treatment procedure, balloon waist, stent damage and no flow occurred. At the time of the index procedure, cardiac catheterization revealed a tight, long lesion located in the calcified and moderately tortuous proximal right coronary artery (rca). A 28mm promus element plus was advanced for direct stenting and deployed in the target lesion. It was noted during inflation, that there was waist in the proximal part of the stent. The stent delivery balloon was inflated to higher pressures and the waist disappeared. Upon removal of the stent delivery system, there was haziness 5-6mm into the stent from the proximal side but flow was not diminished. A nc quantum apex balloon was advanced with some difficulty, but was able to be positioned and post dilation was performed. Upon deflation of the balloon, slow flow was observed from the mid part of the stent to distal. The slow flow was treated with additional balloon dilation. It is the opinion of the physician that there was "questionable" stent deformation. The patient experienced no symptoms as a result of this event and the patient's status is reported to be ok.

Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).